Event description:
During a coronary angioplasty at the left anterior descending artery (lad), the sakura dura star, 3.50 x 15 balloon did not deflate and then burst. The age and gender of the patient is unknown. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The balloon was passed through a xb 3.5 guide catheter without difficulty. The atmospheres the balloon was inflated to prior to burst is unknown. The contrast to saline to ratio used to inflate the balloon is unknown. The brand of inflation device is unknown. After the balloon burst it was removed in one piece. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coronary angioplasty, the durastar ptca balloon catheter "did not deflate and then get broke." The unit was removed in one piece without difficulty and no patient injury occurred. Vessel/lesion characteristics of the target site in the lad were not provided. No anomalies were noted prior to use and the balloon prepped normally. There was no difficulty accessing the site and it was the 1st use of the balloon. No unusual handling was reported. The contrast to saline ratio, brand of contrast, and inflation pressure were not available. One non-sterile 3.5/15mm durastar ptca balloon catheter was returned for analysis, coiled in a plastic bag. The balloon had already been inflated. Blood residues were observed in the balloon and inflation lumen. A kink was observed above the transition seal; this may be related to the way the unit was sent for the analysis. The outer body had a burst below the transition seal. Pressurized water was injected and a leak was observed at the burst section of the outer body. The catheter was cut 20cm from the distal end. Using a hemo-valve and an indeflator, the balloon could be inflated without difficulty and the pressure maintained. Deflation testing could not be performed due to the shaft burst. Sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the deflation difficulty reported. The sample exhibited no evidence of internal or external surface material damage and exhibited no other surface anomalies that could have caused the shaft burst. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or process excursion were issued for this lot. The functional testing results for leak and deflation were reviewed and no anomalies were found. The deflation difficulty reported could not be confirmed during analysis; no blockage was identified and this does not appear to be related to the manufacturing process. An outer body burst was confirmed below the transition seal. Although the exact cause could not be conclusively determined, this failure has been addressed in a previous investigation, which has been reopened to address the complaint.